Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that the patient had experienced symptoms of numb hands so they checked their blood glucose. Patient treated themselves by drinking a 150ml can of coke and ate some grapes. Patient reported that they felt fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017 and (B)(6) 2017, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. Reportedly, calibrations were entered during periods when cgm values were not present. No additional event or patient information is available. Data was provided. Review of the data log confirmed the reported inaccuracies. A root cause could not be determined via data. Labeling indicates: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. Labeling indicates: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate.